Manufacturer narrative:
Additional information regarding the surgical procedure was received. Evaluation narrative - one 7mmx25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The screw is missing approximately 6mm of its distal end. Missing pieces were not returned for examination. Dimensional assessment of the screws major diameter found it meet print specification. A review of the device history records confirmed no abnormalities during manufacture of the lot in question. With the limited clinical details provided regarding graft type, size and tunnel prep no root cause can be determined. No further investigation is required. Device returned for evaluation; device evaluated by the manufacturer; evaluation codes updated.. (B)(4).

Event description:
Additional information received reported that proper technique was used prior to insertion. Patient bone quality was normal. The initial device was removed thus nothing was left unsupported in the patient. Another biosure was used to complete procedure. Unknown if initial site was utilized or additional hole was drilled. A 10 minute delay occurred. No impact to the patient was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during left knee ligamentoplasty, the screw broke at the screwing step in the femoral tunnel. No other information is available regarding whether the screw had accomplished ligamentous fixation or not. There is no report of procedural delay or patient injury associated with the alleged event. There is no information provided regarding the use of a back-up device or the ultimate outcome of the procedure.